Event description:
It was reported the bed leg split at the foot end of the bed, this caused the caster to fall off and the bed collapsed. There was a patient in the bed at the time; however, no injuries were reported.